Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure, likely due to stress of repeated use, external factors, or handling. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasonic gastrovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, a cut on pink probe was observed. The service repair technician indicated that the most likely cause of the cut on pink probe was due to to component failure. There was no patient involvement.